Manufacturer narrative:
Onboard battery s/n (B)(4) was returned to syncardia for eval. Review of the electronic data revealed that the battery was operational and did not exhibit any permanent faults. However, the battery exhibited a high cycle counts with expected high max error percentages. These electronic data values are consistent with the customer- reported reduction in capacity of the batteries. However, the battery surpassed the minimum required discharge duration time (> 42 minutes) by an acceptable margin. The battery performed as intended. Onboard batteries exhibiting reduced capacity are a low risk to the patient because the freedom driver system has redundant power sources. Patients are provided with several onboard batteries, two freedom ac power supplies and a car charger. Additionally, when operating on onboard battery power alone, the freedom driver will alert the patient and caregiver when the battery is depleted to less than 35% state of charge, allowing sufficient time to switch to fully charged batteries or an alternate power source. Onboard battery s/n (B)(4) met all test acceptance criteria. However, because of observed housing weld separation, it was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The reported issue involves four freedom onboard batteries and are reported under four separate medical device reports: freedom onboard battery s/n (B)(4); freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00092); freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00093) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00094). The customer reported that the pt thought that the capacity of his freedom onboard batteries was getting lower. The customer also reported that the pt's onboard batteries were exchanged. There was no reported pt impact. This alleged failure mode poses a low risk to the pt because although the freedom onboard batteries were at low capacity, they did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of external wall power. The freedom onboard batteries will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.